Manufacturer narrative:
Murray, d., pandit, h., weston-simons, j., jenkins, c., gill, h., lombardi, a., . . . Berend, k. (2013). Does body mass index affect the outcome of unicompartmental knee replacement? The knee, 20(6), 461-465. Doi:10.1016/j.knee.2012.09.017. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "does body mass index affect the outcome of unicompartmental knee replacement?" Eighteen (18) patients were identified in the article who underwent revision due to infection on unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.